Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a cubie drawer failure. A field service engineer found plunger loop was broken and replaced the plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie drawer failure. The customer reported that the issue happened while the nurse was dispensing the medication. However, the nurse managed to get the medication from the pharmacy, but it caused some delay. There were no adverse events or injuries reported based on this event.